Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result from a single pt sample that was generated by the access instrument. The accu tnl result was 3.8ng/ml (sample a). The customer indicated that a fresh sample (b) was collected from the pt and tested for accu tnl. The accu tnl results was "<0.06". The customer then retested both sample for accu tnl. The sample a repeated result was 0.06ng/ml. The sample b repeated result was "<0.06ng/ml". We have not been made aware of any death or injury related to this event.